Event description:
It was reported that a device alarmed for a door not fully latched message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found the force required to secure door is above expected levels corresponding with the reported symptom. The door hooks and latch pins will be replaced and unit will be reworked and retested.